Manufacturer narrative:
Additional devices noted: unknown femoral head, unknown abg I cotile. At this time, it cannot be determined which, if any of the reported devices may have caused or contributed to the patient's experience. It was noted that the devices were replaced because they were implanted for 24 years. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Customer reported that the only info available is that it was a abg1 prostesis implanted in 1991. Head, cotile and insert removed because it was after 24 years. Leukocyte counts negative.